Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe leaked past the stopper during use. The following information was provided by the initial reporter, translated from (B)(6): "last week several leaking syringes with the above lot number." "What substance was leaking? Leakage has occurred with epi-rubicin, pemetrexed, respreeza, cyclophosphamide, water for injection, flucloxacillin and sodium chloride 0.9% (cytostatics/antibiotics). Was there any harm to the hcp/user/patient? Leakage with cytostatics and antibiotics can cause health complaints. Were there any negative consequences related to this event? Furthermore, a number of assistants have become very insecure with the preparation which again can cause chances of errors."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 1/31/2022. H.6. Investigation: two samples and photos received for investigation. Photos are evaluated, no damage or defects observed, however leakage past stopper is observed. Upon visual inspection of samples, no defects or damage observed that could be related to leakage past stopper. Functional testing was performed, no leakage observed. A device history review was performed for lot 2002209, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe leaked past the stopper during use. The following information was provided by the initial reporter, translated from dutch: "last week several leaking syringes with the above lot number." "What substance was leaking? Leakage has occurred with epi-rubicin, pemetrexed, respreeza, cyclophosphamide, water for injection, flucloxacillin and sodium chloride 0.9% (cytostatics/antibiotics). Was there any harm to the hcp/user/patient? Leakage with cytostatics and antibiotics can cause health complaints. Were there any negative consequences related to this event? Furthermore, a number of assistants have become very insecure with the preparation which again can cause chances of errors."